Manufacturer narrative:
The prismaflex m150 set was discarded and therefore, not available for inspection. The lot number was not provided therefore no device history record review was performed. This event is most likely associated with use error. Unloading of the prismaflex set during an ongoing treatment indicates the operator ignored the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator¿s manual.

Event description:
A patient in (B)(6) in the ICU, intubated with ventilator support was undergoing crrt on a prismaflex control unit with a prismaflex m 150 filter set. It was reported that a staff member accidently unloaded the filter set from the prismaflex machine while the patient was still connected to the prismaflex set resulting in a blood loss to the patient. The patient¿s hemoglobin decreased from 7.6 g/dl to 5.4 g/dl and the patient was given a blood transfusion and the hemoglobin increased to 8.9 g/dl. The patient is reported to have recovered after the event. The reason for unloading the set remains unknown however; unloading the set during an ongoing treatment, as reported, is not proper procedure. The prismaflex operator's manual clearly states that all lines must be clamped before unloading the set. The same warning appears on the prismaflex screen before the set is unloaded. The operator is then instructed in the operator's manual and on the screen to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. Those warnings were ignored when the set was unloaded during the treatment. The prismflex filter set was discarded and not available for inspection.